Event description:
It was reported that a patient passed away coincident with peritoneal dialysis therapy. The patient was hospitalized prior to and at the time of death for an unrelated condition. Peritoneal dialysis therapy was ongoing during the hospitalization. It was not reported if the patient was performing therapy with a baxter healthcare device and/or baxter healthcare solution(s) at the time of death. The cause of death was unknown and it was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation and the serial number is unknown; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.